Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: upon visual examination the keypad was found to be intact. The up arrow key was unresponsive. The keypad cover was removed; no contamination was found under the key contacts, no button contact defects were observed. The pump cover was removed; evidence of moisture was observed internally on the keypad flex connector.